Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went down to 1 year remaining from 2.5 years. A request was made to have data from this device analyzed. Data analysis confirmed that no low voltage fault has been declared, but the device was depleting in a manner consistent with the 2013 lv capacitors advisory. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went down to 1 year remaining from 2.5 years. A request was made to have data from this device analyzed. Data analysis confirmed that no low voltage fault has been declared, but the device was depleting in a manner consistent with the 2013 lv capacitors advisory. Device replacement was recommended. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went down to 1 year remaining from 2.5 years. A request was made to have data from this device analyzed. Data analysis confirmed that no low voltage fault has been declared, but the device was depleting in a manner consistent with the 2013 lv capacitors advisory. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.